Event description:
It was reported that the attachment with the report of difficulty with assembly. At the time of the report, there was no known impact to a patient. Additional information was received stating that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation couldn't able to reproduce the reported malfunction of burr not being held. However, it was noted that the tool bur wobbles due to damage or breakage of the distal bearing and scratches and dents were observed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.